Event description:
It was reported that the device sterility was compromised. The target lesion was located in the left anterior descending artery. During primary coronary angioplasty, an opticross imaging catheter was selected for use. However, it was observed that the packing of the catheter is not completely sealed and the sterility of the device was compromised. The procedure was completed with another of the same device. No patient complications were reported. Patient condition is stable.